Manufacturer narrative:
(B)(4).

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case# FDA-2014-n-0736-1941, awareness date 25-oct-2015). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. On (B)(6) 2015, hsg was done and showed that the right coil was broken into two pieces. She told to her doctor that she want it removed and he recommended laparoscopic surgery to remove it; however, since it is already broken it is possible that fragments of the coil will remain after the surgery. Product technical complaint investigation: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 and upon hsg result three months later, right coil was found broken into two pieces. Device breakage is considered an anticipated event according to technical investigation. Given event nature, causality cannot be excluded. This case is regarded as other reportable incident since a malfunction was reported. Based on available information no product quality defect was confirmed and a relationship between the reported medical events and quality deficit is excluded. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow-up information received on 04-dec-2015 - ptc investigation result: ptc global number: (B)(4). Final assessment: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. No lot number was reported, so we were unable to review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusions insert) inserted on (B)(6) 2015 and upon hsg result three months later, right coil was found broken into two pieces. Device breakage is considered an anticipated event according to technical investigation. Given event nature, causality cannot be excluded. This case is regarded as other reportable incident since a malfunction was reported. Based on available information no product quality defect was confirmed and a relationship between the reported medical events and quality deficit is excluded. No active follow-up will be pursued, since this case was identified during health authority website monitoring.